Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was alarming button error while they were programming their bolus settings. Customer stated they did not hold any button down for extended periods of time and that the device was not exposed to moisture. Customer replaced batteries and resolved issue. Advised to monitor device. Customer's blood glucose level was 142 mg/dl at time of reporting. Nothing further reported.